Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an infant heel warmer. The customer reports that when the package was activated in a newborn nursery, the heel warmer exploded, liquid came out and went on the floor. A second heel warmer was activated and exploded; liquid came out and went on the floor. A third heel warmer was activated and this one worked fine.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.